Manufacturer narrative:
Date of event was reported as 2015. Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that both of the patient¿s implantable neurostimulators (ins) were sticking out of their skin. The patient further stated that they were both protruding out, almost to the point where they felt like if they fell on their rear end they would come out. It was noted that the patient was not sure if it is ¿just the tissue¿. The patient knew of another patient who had the same device and ¿you cannot even feel it, ins is buried¿. The patient could always feel their devices. Surgery was performed in (B)(6) 2016 where the devices were re-implanted although the patient was not sure if the inss were just moved or replaced. It was then reported that the patient thought ¿talking about a new device or a new battery¿ and that they ¿definitely replaced the ¿one that was inserted first¿. After the surgery the patient mentioned that both devices were still protruding (especially the one on the right side) and were close to the skin but not as bad as they were before. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as the circumstances that led up to both of the issue of protruding and sticking out remains unknown. Patient's weight was reported.